Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.

Event description:
A report received from another country, indicated that a pt presented to his physician with instent restenosis. No info was given regarding the target vessel, target lesion or vessel and lesion attributed. The instent restenosis was treated by implantation of a taxus stent.